Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 32100 error was found indicating a fault on the usm insertion axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32100 error was triggered, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where test was found to be failing on the insertion axis. Once testing was completed, the insertion brake, insertion hall sensor and the axes controller motor (acm) printed circuit assembly (pca) were tested and verified to be the sources of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the insertion brake, insertion hall sensor and the acm pca within the affected usm.

Event description:
It was reported that during a training/demo of the da vinci system, the system was triggering an error 32100 on the universal surgical manipulator 4 (usm4) axes controller motor. There was no report of patient involvement.